Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 10/29/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification was performed. Lubricant material residues can be observed on the lens surface. The lens was cut in a half, which could be related to the removal process. As per initial report the lens (iol) was removed from the patient¿s eye because of a surgical complication not related to the lens. Therefore, there is no issue to verify. Based in the analysis there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens was removed from patient¿s operative eye because of surgical complication not related to the lens. Reportedly incision was enlarged, and suture was used. There was no vitrectomy required. This event was observed while inserting the lens into the eye. No further information provided.